Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent combined heart and liver transplant. The outcome was not considered device or therapy related.

Event description:
It was reported that the patient underwent combined heart and liver transplant. The outcome was not considered device or therapy related. The patients was noted to not have been elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected. The patients liver failure was existed before left ventricular assist device (lvad) implantation, and was not related to or exasperated by liver failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction, may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.